Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), this was a case of a 23mm sapien 3 ultra transcatheter heart valve in pulmonic position by transfemoral approach with a 22fr 60cm non-edwards sheath. During valve deployment, the commander delivery system balloon did not inflate at all, and when negative pressure was applied, blood was drawn into the inflation syringe. It was suspected that the balloon tore during valve alignment. Therefore, it was decided to remove the commander delivery system and crimped valve. However, the crimped valve and damaged balloon could not be fully withdrawn back into the non-edwards sheath. The sheath and delivery system were pulled out of the body together with no cutdown. There was no vascular injury to the patient. New devices were prepared and with the new devices the valve was successfully implanted. The patient was expected to have a next-day discharge.

Manufacturer narrative:
The device was not returned for evaluation. The provided imagery was evaluated, and the following was observed: the patient's access vessel was tortuous. Gross valve alignment was attempted within the sheath. The valve was advanced out of the sheath before attempting fine adjust. After removal from the patient, the crimped valve remained on the inflation balloon, with the distal inflation balloon bunched over the inflow of the valve. The complaint for delivery system leakage was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to the unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "during valve deployment, the commander delivery system balloon did not inflate at all, and when negative pressure was applied, blood was drawn into the inflation syringe." As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact location and nature of the leak is unknown; however, possible sources of delivery system leaks could be on the inflation balloon. As valve alignment difficulty was reported and the procedural imagery revealed tortuosity in the access vessel, it is likely that the valve was non-coaxial with the balloon during alignment, resulting in an interaction between the valve and balloon that may have punctured the balloon. A definitive root cause was unable to be determined. Available information suggests patient (tortuosity) and/or procedural factors (valve alignment in non-straight section, valve interaction with balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.